Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent minimum fill notifications occurred after filling cartridges with 300 units of insulin. Blood glucose level was 300 mg/dl. At the time of the reported event, the customer resolved the issue.